Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. - reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -type test: when design changes, we evaluated the quality of the design change product and verified that "the distal cover does not damage." -supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot to confirm that the parts conform to the specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken distal cover could not be determined. It is possible that the distal cover damage was caused by user handling, such as adding anti-fog agents to the distal cover. The design of the product was changed prior to the event; it is possible that the issue was caused by the design change. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." As described in the IFU "9.3 attaching the distal cover", please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor field performance for this device.

Event description:
Upon follow-up with the customer, they confirmed there was no balloon involved in the event. The event description is being revised: olympus received a medwatch from the FDA by email on april 03, 2023. The medwatch states while prepping the duodenoscope with the olympus distal cover for an endoscopic retrograde cholangiopancreatography (eus ercp), it was noted the single use distal cover was broken. It is understood these covers are fragile and the customer will monitor for items coming broken. A new cover was obtained, and no further issues were reported. There was no patient harm or consequence reported as a result of this event. For the event related to the scope, please refer to patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Olympus received a medwatch from the FDA by email on april 03, 2023. The medwatch states while prepping the duodenoscope with the olympus balloon for an endoscopic retrograde cholangiopancreatography (eus ercp), it was noted the single use distal cover was broken. It is understood these balloons are fragile and we will monitor for items coming broken. A new balloon was obtained, and no further issues were reported. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is being submitted as 1 of 3. For the remaining 2 events, please reports with patient identifiers: (B)(6).